Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017 (during hospitalization). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for another indication and acquired peritonitis during hospitalization. The patient was treated with unspecified antibiotics for the peritonitis event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported and the patient remained hospitalized. It was not reported if there was retraining on proper aseptic technique. No additional information is available.